Event description:
It was reported that the bd saf-t-intima IV catheter safety system leaked. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
A device history review was conducted for lot number 7241744. Our records show the reported lot was manufactured on (B)(6) 2017, and determined that this is the only instance of a leaking catheter occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. With the sample provided by the facility we were able to successfully identify a leak in the device, however the results of our testing indicated that the leak originated from the extension tubing, rather than the catheter. Based on the shape of the wound our engineer determined that the most likely root cause for this leak is a misalignment error occurring during the setup of the manufacturing line, specifically the station responsible for the insertion of the tubing into the adapter. Bd will continue to track and trend for this issue. A formal corrective action was not initiated at this time as this defect is unusual in our process.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system leaked. There was no report of exposure, injury, or medical intervention.